Manufacturer narrative:
Additional information: referenced article: ¿failure of lead integrity alert to detect implantable cardioverter defibrillator lead failure in a pacemaker-dependent patient.¿ --manuscript draft¿heart rhythm case reports. 2020. Manuscript number: hrcr-d-20-00197r1. Of note, the actual journal citation is not available at the time of this report. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncopal events over the past couple of months and periods of asystole were related to right ventricular (rv) lead over-sensing. When isometric testing was done there was no noise and sensing appeared appropriate. The physician placed the patient on a holter monitor which showed a nine second period of asystole. Additionally, while the p waves were clearly visualized there was not corresponding right ventricle and left ventricle pacing. It was also reported there was a confirmed lead fracture and the impedance trend was variable. The lead was capped, replaced. Approximately two years later, the physician performed additional review of x-ray images. Upon review of the x-ray images the physician suspected rv lead insertion issue. The physician provided rv lead performance trend data from the associated cardiac resynchronization therapy defibrillator (crt-d) and x-ray images. Review of the associated rv lead performance data, and x-ray images was performed by qualified personnel, and confirmed the data supports insertion issue. The x-ray provides evidence of a rv lead and crt-d connection issue whether due to incomplete rv lead insertion or a crt-d loose setscrew. The physician was informed that the failure to recognize incomplete pin insertion could result in unnecessary lead replacement. No further patient complications have been reported as a result of this event.